Event description:
Baxter philippines reports a blood leak into the dialysate compartment at the onset of the pt treatment. A new dialyzer was used to continue the treatment without incident. Baxter philippines coordinator reports no pt injury or need for medical intervention.